Event description:
The customer called to report moisture damage inside the screen. No cracks were noted. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly.